Event description:
It was reported by the patient's wife that the patient felt "a little tingling" around "where the box is at". The patient feels "ok", they have not discussed the sensation with the doctor, but have been advised to do so. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.